Event description:
While working with a bmw wire in the lad, the wire broke and the distal portion of the wire remained in the lad. Unsuccessful retrieval was attempted with a snare device. Cv surgeon was notified, and the patient went to the operating room. FDA safety report ID # (B)(4).